Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end of the 30-degree endoscope plus rotated or gave way without following the surgeon¿s movements. There was no report of patient involvement and no reported injury.intuitive followed up and obtained additional information. The endoscope lost its orientation. The endoscope moved freely but in rotation and not in the space. The event did not involve a reversed control on system arms. There was not any damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Endoscope was not manually rotated 180 degrees. Surgeon did not manually associate the right and left controls with the respective arms for intuitive motion. Backup endoscope was used. The endoscope is still at the hospital and ready to be picked up and analyzed. They just need to coordinate with the hospital and its supply department to arrange for its pickup. No photos or videos available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.